Event description:
After delivery of two external shocks, the pacemaker could not be interrogated; in addition, there was no magnet response. However, pacing in vvi mode was observed. Recommendations were requested by the physician. Replacement was recommended. It should be noted that the defibrillation paddles were placed without taking into account that the pt had an implanted pacemaker.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated 11/06/2009), ela is filing this MDR at this time. Conclusion: the absence of output and telemetry resulted from damages of the protective components (including the protective diodes), which induced an overconsumption; in addition, the difficulties to reprogram the device could be explained by partial damages on the internal circuits provoked by the external shocks. These damages most likely resulted from the external defibrillation shock. The symphony dr 2550 devices are implantable cardiac pacemakers, intended to treat bradycardia; they are not intended to treat arrhythmias, such as a ventricular fibrillation. Finally, it is important to note: this pacemaker model was designed and approved in accordance with applicable requirements (B)(4): particular requirements for active implantable medical devices intended to treat bradyarrhythmia (cardiac pacemakers)). The observed event after the external shock delivery is a well known adverse event that may occur an active implantable medical device when it is submitted to a "medical treatment during which an electrical current from an external source passes through the pt's body", as mentioned in the labelling.